Event description:
It was reported that the procedure was to treat a fistula in the right coronary artery (rca). After placement of an unspecified guide wire, pre-dilatation was performed at 12 atmospheres (atm) using an unspecified 3.0x30mm balloon dilatation catheter (bdc). The 4.0x26mm graftmaster was advanced to the lesion and deployed at 16-18atm; however, the stent was not fully apposed to the vessel wall reportedly due to the large size of the rca, not due to a device issue. Post-dilatation was performed twice at 18atm using a 5.0x15mm unspecified non-compliant (nc) bdc. After post-dilatation, the stent was fully apposed to the vessel wall with complete closure of the fistula. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4) - indication for use. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Additionally, it should be noted that the instructions for use (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. Based on the information reviewed, there is no indication of a product deficiency.